Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was used. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extreme pelvic pain, constant infections, painful intercourse, vaginal perforation, embarrassment, difficulty in sitting or lying down without extreme pain. The patient has experienced mental and emotional damages. The patient has experienced embarrassment due to continuing severe incontinence, sadness and distress over difficulties having intercourse with spouse and embarrassment in having to miss work for appointments related to the mesh procedure. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to severe pain in her pelvic area which made it difficult for the patient to sit or lie down without pain. Additionally sexual intercourse with spouse was very painful and the patient had chronic infections after the surgery. The doctor told the patient that the mesh had perforated the vagina and corroded. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and coapted bulking agent injection in the urethra on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that mesh was removed between (B)(6) 2007 - (B)(6) 2010 due to pelvic pain, infections and dyspareunia.